Event description:
A site rep initially reported that they needed to replace a tap. A medtronic rep later reported that there was a k-wire that would not come out of the tap. He was able to get it out, so the site never needed to buy a new one. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
No pt was involved in this concern. The initial report was received on (B)(4) 2010 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(4) 2011. This prompted a retrospective review of similar incidents from the past two yrs which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device manufacture date was unk at the time of this retrospective report as no lot number was provided. The device was not returned to the MFR. A medtronic rep resolved the issue without replacement parts. No items were returned for investigation.